Event description:
It was reported that patient underwent an initial hip arthroplasty on (B)(6) 2015 where biomet acetabular components and competitor femoral components were implanted. Subsequently, a custom acetabular liner has been requested for this patient and an upcoming revision procedure has been indicated. The reason for the upcoming revision procedure is due to recurrent dislocation.

Event description:
It was reported that patient underwent an initial hip arthroplasty on (B)(6) 2015 where biomet acetabular components and competitor femoral components were implanted. Subsequently, patient was revised on (B)(6) 2015 due to dislocation. The acetabular liner was removed and replaced with a constrained acetabular liner.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."